Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "grade IV capsular contracture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "grade IV capsular contracture".

Event description:
Healthcare professional reported "grade IV capsular contracture". This record is for the left side. Device was explanted and replaced. Provider indicated device will not be returned.